Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the implant procedure a potential coil separation was noted. The lead was not implanted and an alternative lead was used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the interior right ventricular defibrillation cable was pulled/stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.